Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (blank screen, clicking sound) has been confirmed. Upon investigation the was resetting. The lcd backlight was shorting which pulled the 3.3 audio low and was generating the resets/blank screen and the reported noise. The root cause for the shorted backlight could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor screen was blank and was making a clicking sound.